Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, the physician made one pass by advancing the penumbra system jet 7 reperfusion catheter (jet7) with a non-penumbra microcatheter, through a neuron max 6f 088 long sheath (neuron max). While attempting to make a second pass, the physician pushed hard to advance the jet7 though the patient¿s tortuous anatomy and, consequently, the jet7 became kinked on both the distal and proximal ends. Therefore, the jet7 was removed, and the procedure was completed using a penumbra system jetd reperfusion catheter with the same neuron max and microcatheter. There was no report of an adverse effect to the patient.